Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Pump error 63 was present in the pump trace download due to poor solder joints at the electrical board. Unit received with corroded battery tube.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got hardware low level failures on insulin pump. The customer¿s blood glucose was unknown at the time of the incident. The insulin pump did not pass self-test during troubleshooting. Explained pump will need to be replaced. Advised to revert to backup plan per. The insulin pump will not be returned for analysis.